Event description:
It was reported by service report that the bed had no power to the footboard. There were no functions working on the footboard and the display was not activated/lift up. Customer could not determine if there was pt involvement or if there were adverse consequences to report.